Event description:
Two stents were deployed during angioplasty of the left anterior descending artery. The second stent was deployed successfully, however, tech had difficulty deflating stent catheter. After many attempts, dr was able to remove catheter.